Event description:
On (B)(6) 2014 a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Following placement of the trunk-ipsilateral leg component, a contralateral leg component (plc271400) was placed above the right iliac bifurcation and another contralateral leg component (pxc161000) was placed as a bridging stent between the contralateral leg and the trunk-ipsilateral leg component. On (B)(6) 2015 a control cta showed a type 1b endoleak occurring at the distal end of the plc271400 component on the right side, directly above the right iliac bifurcation, which caused growth of the aneurysm sac (15mm). A reintervention was planned but prior to the reintervention, on (B)(6) 2015, the aneurysm ruptured. To treat this rupture, a contralateral leg component, plc161400 was placed at the flow divider of the main body and extended with a pxc121400 into the right external iliac artery. The patient is doing fine.

Manufacturer narrative:
Lot serial number readable UDI (B)(4). Additional device in event: lot serial number readable UDI (B)(4).

Event description:
On (B)(6) 2014 a patient underwent treatment of an abdominal aortic aneurysm with gore&#59397;excluder&#59393;aaa endoprostheses. Following placement of the trunk-ipsilateral leg component, a contralateral leg component (plc271400) was placed above the right iliac bifurcation and another contralateral leg component (pxc161000) was placed as a bridging stent between the contralateral leg and the trunk-ipsilateral leg component. On (B)(6) 2015 a control cta showed a type 1b endoleak occurring at the distal end of the plc271400 component on the right side, directly above the right iliac bifurcation, which caused growth of the aneurysm sac (15mm). A reintervention was planned but prior to the reintervention, on (B)(6) 2015, the aneurysm ruptured. To treat this rupture, a contralateral leg component, plc161400 was placed at the flow divider of the main body and extended with a pxc121400 into the right external iliac artery. The patient is doing fine.